Event description:
A report was received from the affiliate indicating that a healthcare worker was exposed to hydrogen peroxide (h2o2) and burned. The h2o2 contact was on the workers left index finger and it occurred while the worker was removing a load from a completed cycle. The finger was reddened, the employee saw a doctor, and ointment was prescribed. The symptoms resolved. The employee was not wearing personal protective equipment. At the time of this incident the sterrad sterilization cycle was complete and the vaporizer plate was in place, however, h2o2 was observed after the cycle completed.

Manufacturer narrative:
Reddened index finger. This is capital equipment evaluated at the customer's site. Per the affiliate: the unit was serviced in 2009; four days after the event. An unit check was performed and no problem found. The machine passed voltage test, operation test of each part. Verification and adjustment of sensor was performed. The machine passed operation check and test run. No parts were changed. The temperature of the environment where the load instruments and materials were stored prior to processing in the sterrad is unk. The temperature of the room where the sterrad is located was 15-40 degrees celsius. Details regarding the installation and maintenance of the vaporizer plate are unk; however, it was not damaged per the report. The reporter did not indicate if a biological indicator was in the unit. There are no peroxide residue samples available. It is unk if the load involved was re-processed. There was no moisture noticed before or after the sterilization cycle. The load consisted of (1) tur set, (1) harmonic set, (1) bi-polar code, (1) electrical scalpel (chic code), and (1) esmarch bandage. Per the sterrad 100s user's guide: warning! Hydrogen peroxide may be present if white residue is visible on the load; this may be residue from the hydrogen peroxide stabilizer. Wear chemical resistance latex, pv (vinyl), or nitrile gloves when removing a load with visible white residue. White residue can be minimized by making sure regular planned maintenance (pm) procedures are performed on your sterilizer. The sterilizer will inform you when planned maintenance is due. Please schedule your pm service in a timely manner.